Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (30mg/ml, 10mg/day) in an implantable pump for spinal pain. A volume discrepancy occurred. The hcp thought the pump was "failing" , as a volume discrepancy increased over the past 3 refills (3-4 months). Underinfusion was alleged (volume at refill was greater than expected). No refill volumes were known. There were no symptoms reported. The plan was to replace the pump the week of (B)(6) 2016. Additional information received indicated interrogation of the pump on (B)(6) 2016 revealed a motor stall. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2016. The issue was considered resolved. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93122364, implanted: (B)(6) 1993, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that the patient had experienced withdrawal. It was indicated a rotor study had been performed, however the results were not provided. It was also reported the catheter was revised when the pump was replaced, and the patient recovered without sequela following the replacement.

Manufacturer narrative:
Analysis of the pump identified no anomaly. As received the pump reservoir was empty and running in flex dose infusion mode. No motor stall indicated in the pump logs on (B)(6) 2016, last log noted was on (B)(6) 2016. The pump memory log shows that no motor stalls or motor stall recoveries have occurred during pump life. Pump memory logs show no anomalies. Dispense accurracy testing passed. The pump was subjected to dispense accuracy testing and passed. The pump was put through non-standard volume infusion testing for 20 days. The volumes pulled from the pump when compared to the 8840 printouts are within what is stated in the clinical reference guide. The non-standard testing is for informational purposes only, there is no fail or pass criteria for non-standard testing. Evaluation conclusion code and evaluation result code no longer apply.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): additional information was received from a healthcare provider and a manufacturer representative. It was reported that the spinal segment of the pump was revised during pump replacement. The catheter was twisted near the pump and the spinal segment was out of the intrathecal space. The previously reported volume discrepancies were stated to be not related to motor stalls. The patient's medical history was provided. It was noted that the patient had a history of anxiety, arthritis, eye problems (iritis), fibromyalgia, hyperlipidemia, hypertension, and thyroid problems. The patient's surgical history included an appendectomy, cholecystectomy, an intrathecal implant in 1991, an intrathecal pump replacement on (B)(6) 2008, multiple back surgeries, a pump replacement on (B)(6) 2014, and a tonsillectomy. Medication history included amlodipine besy-benazepril, clonidine, cymbalta, lovastatin, morphine, xanax, and intrathecal morphine sulfate. The patient had no food allergies and no known drug allergies. The patient wore glasses. Family medical history included cancer: grandmother, paternal aunt; coronary heart disease: father, brother, sister; and diabetes mellitus (type 1): grandmother, brothers. The patient denied the following conditions: fatigue, change in appetite, sleeping problems, vertigo, lightheadedness, chest pain, irregular heart beats, cardiac murmurs, shortness of breath, cough, vomiting, loss of appetite, dysuria, hematuria, rash, new skin legions, seizures, cold intolerance, heat intolerance, unwanted weight change, hallucinations, delusions, feeling confused, easy bleeding, lymph note enlargement or tenderness, and frequent illness. The patient admitted the following conditions: limitation of motion, back pain, stiffness, leg pain, and anxiety. During examination on (B)(6) 2016, the patient was uncomfortable in appearance. The patient's pump was refilled per the following procedure: the patient was placed in a spine position and the pump site was located. Telemetry readings were obtained from the pump. 30mg/ml morphine sulfate and 25mcg/ml clonidine were prepared. The patient was prepped with betadine and draped in a sterile fashion. The refill port was located with a template and then accessed with a 22 gauge non-coring needle. 10ml of clear liquid was aspirated. The expected reservoir volume was not noted. The extension tubing with filter was attached to the needle and 20ml of the prepared medication was injected. Intermittent aspiration confirmed proper intra-pump injection. Overpressurization was negative. The needle was removed, the site was cleaned, and a band-aid was applied. The pump was then reprogrammed to reflect the new 20ml volume. The pump settings were confirmed as follows: morphine 30mg per ml. The pump was programmed to deliver 10.4mg per 24 hours. The patient was observed for 15 minutes prior to discharge without complication. The area around the pump was clear with no erythema, edema, seroma, or rubor. The patient was found to have bilateral lumbosacral and sacroiliac tenderness. Subjective bilateral l5/s1 radicular pain to the knees only was also noted. The following assessments were made: chronic pain syndrome, failed back syndrome of lumbar spine, lumbar radicular pain, and hypertension. The patient stated that since her last visit she had an increase in her pain radiating down both legs. The pain was described as 3.4/10 and was constant, aching, and sharp. While on a road trip, she encountered deep potholes which flared up her pain. The pain caused increased sleeping issues, and over-the-counter sleep aids as well as home remedies had not worked. The pain was noted to have affected the patient's physical activity and emotions. The patient also noted she was given a prescription for xanax due to anxiety attacks. During examination on (B)(6) 2016, the hcp considered performing a dye study. The hcp noted that if excess fluid was present at the next refill, pump malfunction would be considered. The patient stated that she had intermittent leg pain at that time that was described as dull and aching. The pain was 5 or 6/10 and was noted to have affected the patient's sleep and physical activity. The patient was instructed to follow up for her next refill. If she was still having pain at that time the pump would be reevaluated. During examination on (B)(6) 2016, the pump was analyzed without reprogramming. No changes were noted from the previous analysis. A fluoroscopic evaluation of the pump and catheter was scheduled. The patient stated that she was having intermittent leg pain that was described as shooting, aching, and sharp. The pain was not being controlled by the pump at that time. The pain was noted to have affected the patient's sleep and physical activity. The hcp stressed the importance of regular exercise. During examination on (B)(6) 2016, pump removal and replacement was scheduled as well as possible catheter revision/replacement under fluoroscopy. Pump refill and programming were also scheduled. The patient stated that she was having intermittent, increased leg pain. The pain was described as shooting and sharp, and was noted to have affected the patient's sleep and physical activity. During examination on (B)(6) 2016, the patient reported increased, intermittent leg pain. The pain was described as sharp and was noted to have affected the patient's sleep and physical activity. The pump implant was discussed and paperwork was reviewed. The patient was told not to remove or disturb the dressing following pump implant due to increased risk of infection. The patient stated that she understood and agreed to the pump implant. On (B)(6) 2016, pre-implant paperwork was reviewed again. Informed consent was noted and pre-implant exam was documented. During examination on (B)(6) 2016, the patient's pump was replaced. The patient stated that she was in constant pain. The pain was described as throbbing, dull, and aching and was noted to have affected the patient's sleep, appetite, and physical activity. Follow up was scheduled within two weeks if necessary.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.